Event description:
Reporter alled blood glucose device generated a reading outside the reading range of the meter. It was stated when performing a glucose test, the results would be 722 or 728 mg/dl. No actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.